Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a biliary stenting procedure in the biliary tree due to cholangiocarcinoma, performed on (B)(6), 2010. According to the complainant, the area was predilated with a 6mm hurricane balloon. The patient's anatomy was reported as tortuous. The physician began to deploy the stent, and then reconstrained the stent to reposition. When a second deployment was attempted, the stent completely failed to deploy inside the patient. The procedure was completed with another wallstent endoprosthesis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; t-bar connector detached from outer sheath.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent was fully mounted. The t-bar connector was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis it was possible to retract the outer sheath by hand and fully deploy the stent. There were no issues noted with the inner lumen or the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.